Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 did not open. A technical support specialist (tss) dialed into the devices and confirmed that there was no failed hardware icon on the station anymore, and the station was currently in use. The system functioned as intended after the tss investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, tower door does not open. The customer stated that nurses were not able to access medications for patients, resulting in a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.